Event description:
Cameron health received information that upon connecting to the pulse generator after implant, a red screen error was observed on the programmer. It was reported that the programmer displayed a pd (patient data) error. Three attempts were made to connect with the pulse generator, including a programmer reset in-between. All connection attempts led to a red screen with the pd error. As a result, the pulse generator was explanted and replaced with new pulse generator. There were no adverse patient effects reported. The explanted device has been returned to the manufacturer for analysis.

Manufacturer narrative:
The device was received by cameron health's quality laboratory. Initial analysis of the device data confirmed the error condition observed in the field. Therapy availability was confirmed. Further investigation is scheduled to determine the root cause. This investigation will be updated upon completion of analysis. DHR review was conducted and verified that this product met all manufacturing specifications prior to distribution. No issues were identified that would have contributed to this event.